Event description:
The ins depleted due to a suspected electrical short in the lead. The ins was replaced.

Manufacturer narrative:
Extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011; programmer model 7438, serial # (B)(4); lead model 3387s-40, lot # v006878, implanted: (B)(6) 2007.